Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. Concomitant products: product ID: 6940, implantable pacing lead, implanted: (B)(6) 2002; product ID: 6944, implantable tachy lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected given the programmed outputs. The device will be scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.